Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts and could not charge the pump despite the attempted use of multiple cables and power sources. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided on the reported event.